Event description:
Caller reported blood glucose results of 521 mg/dl and 81 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder self activated during the pre-test. It would not shut off and started smoking. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.